Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have errors c-34 c-38. Upon consecutive startups, the unit displayed c-34 errors. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic (neck anastomosis) surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that errors c-34 and c-38 occurred when integrated electrosurgical unit (iesu) was fired. The customer power cycled iesu, but the issue was not resolved. The customer used a third-party esu (force triad) to resolve the issue. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system. Error c-34 was found at starting. The procedure was delayed within 30 minutes to change the external electric scalpel.